Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. Summary of investigation: there are previous complaints of this code batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis, but a picture showing open samples with the needle detached from the thread, and the thread is still wound on the pack. Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account that there are previous confirmed complaints of this code-batch for the same issue and the picture received showing defective samples, we consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received in one of the previous complaints showed that the needle was escaped from the thread. Final conclusion: although without samples we are not in position of studying if the affected product does not fulfil the specifications, taking into account that there are previous confirmed complaints for this code-batch regarding the same issue and the picture received showing defective samples, we conclude that this complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is not connected to the thread. It was detected before use. Additional information has not been received.